Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Part number 281.102s made on work order (B)(4) and lot number 7265854 had one ncr for a scratched surface finish. This nonconformance could not contribute to the complaint condition. Additionally, parts were visually inspected at 100% and all nonconforming products were scrapped. Material 6861968 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported there was a hardware removal of a 2 hole dynamic condylar screw (dhs) plate and dhs compression screw. The original implantation procedure was for a fractured hip on (B)(6) 2013. On (B)(6) 2013 the patient experienced pain and was x-rayed and it was discovered that the lag screw cut out interior superior aspect of the femoral head. The surgeon reported that the surgeon stated that this may have been due to the lag screws not being long enough. The surgeon removed the dhs 2 hole plate, dhs compression screw and two 4.5mm cortex screws on (B)(6) 2013. The surgeon implanted a long trochanteric fixation nail (tfn). The revision procedure was successfully completed with no patient injury. There were no complications and no delays in completing the procedure. This complaint is on the plate. This is 1 of 3 reports for complaint (B)(4).